Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple incidents where the pump would display a message that stated the cartridge was unable to be loaded. There was no alarms in the pump history that would be associated with a cartridge loading problem. As the customer was not receiving the message at the time tandem technical support was contacted, the type of message could not be identified and troubleshooting was unable to be performed. The customer's blood glucose level was not impacted.